Manufacturer narrative:
Additional information: (B)(4).

Event description:
New information received stated that the lead was also found to be dislodged prior to the lead removal.

Manufacturer narrative:
The complete lead was received in one piece and was measured at 58.3 cm. Final analysis found the lead to be within specifications. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and high pacing lead impedance anomalies. On (B)(6) 2019, the lead was explanted and replaced successfully. There were no other adverse consequences to the patient.